Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the symptom door not fully latched alarm, which was experienced during the evaluation. The alarms were determined to be caused by a damaged upper link switch. The upper auxiliary assembly, which contains the damaged upper link switch, was replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.